Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the tip of the harmonic curved shears insert fell into the pt. The tip was retrieved. The planned surgical procedure was successfully completed. There was no pt harm, adverse outcome or injury reported.

Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, engineering found that the clamp arm is missing from the distal end of the insert. One side of the hinge feature that accepts the clamp arm pins is bent. Engineering concluded that bending of the pins is consistent with overloading of the clamp arm. No other damage was found. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps". Per the customer reported complaint, it has been concluded that the "blade" referenced by the customer is actually the clamp arm of the harmonic curved shears insert.